Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are over filling. This occurred on 9 occasions during use. The following information was provided by the initial reporter: material no. 363083, batch no. 9260290. It is reported by customer vacutainers are over filling. Received phone call, - patient stated that 9 occurrences of over filling were witnessed yesterday. 2 by veinpuncture and 7 with syringe all over-filled. Customer does have samples available. Not requesting replacements. No erroneous results, no exposure, no death, no course of treatment change. Patient's are taking coumadin and having to be retested. Spoke with the customer, and she thanked me for sending the citrate volume guide. She stated that she had never seen the level above the etched line, but I assured her that it is acceptable. Spoke to her co-worker and provided my telephone # and sent her the citrate volume guide.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are over filling. This occurred on 9 occasions during use. The following information was provided by the initial reporter: material no. 363083, batch no. 9260290 -it is reported by customer vacutainers are over filling. Received phone call, - patient stated that (B)(4) occurrences of over filling were witnessed yesterday. 2 by veinpuncture and 7 with syringe all over-filled. Customer does have samples available. Not requesting replacements. No erroneous results, no exposure, no death, no course of treatment change. Patient's are taking coumadin and having to be retested. Spoke with the customer, and she thanked me for sending the citrate volume guide. She stated that she had never seen the level above the etched line, but I assured her that it is acceptable. Spoke to her co-worker and provided my telephone # and sent her the citrate volume guide.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10